Event description:
Literature was reviewed regarding bicuspid aortic valve stenosis patients undergoing transcatheter aortic valve replacement. The study population included 75 patients who were predominantly male with a mean age of 71 years old.  Multiple manufacturer¿s devices were implanted in the study population; an undisclosed number of patients were implanted with a medtronic evolut or evolut pro bioprosthetic valve.  Deaths occurred in the study population; however, there was no statement establishing a causal or contributory relationship between medtronic product and the deaths.  Adverse events in the self-expanding valve group included: major vascular complication, acute kidney injury, moderate to severe paravalvular leak, arrhythmia requiring permanent pacemaker implant, stroke, thrombosis with anticoagulant therapy, and conversion to open surgery.  No further information was provided pertaining to medtronic products.

Manufacturer narrative:
Citation: lee et al. Comparable efficacy and safety for bicuspid aortic valve stenosis patients undergoing transcatheter aortic valve replacement with balloon-expandable or self-expanding valves using wei¿s sizing method. Journal of the chinese medical association 2024. Doi: 10.1097/jcma.0000000000001155. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.